Manufacturer narrative:
Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed.

Event description:
It was reported that during the procedure, the device failed cavity integrity assessment. Reportedly, a "defect" was noted at the fundus which was believed to be a perforation. The physician did not see a full perforation upon laparoscopy. No additional details available.